Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15383. It was reported that when a patient presented in clinic for a follow up, no capture and no sensing was observed on the atrial lead. The physician believed that the atrial lead was dislodged. The right ventricular lead was noted to have small r waves. The atrial lead was capped on (B)(6) 2019 and the right ventricular lead was explanted. Both leads were replaced. The procedure went well and the patient was discharged the next day.